Manufacturer narrative:
The lot number for both malfunctions is unknown, therefore the manufacturing review could not be conducted. The devices for both malfunctions has not been returned for evaluation, however, medical records for both malfunctions were provided. Per review of the medical records, the evaluation of the both malfunctions was inconclusive for difficult to remove. Based upon the available information, the definitive root cause is unknown. The devices was labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model dl900j vena cava filter allegedly experienced difficult to remove. This information was received from various sources. This malfunction involved both patients with no consequences. The weight and age of one female and one male patient was not provided.

Manufacturer narrative:
Of the two reported malfunctions, one was reassessed for reportability and determined to be reportable as a serious injury, and was reported under emdr 2020394-2022-90138. The lot number for the reported malfunction was not provided, therefore, a lot history review could not be performed. The device was not returned for evaluation, however, medical records were provided and reviewed. Therefore, the investigation is inconclusive for retrieval difficulties. Based upon the available information, the definitive root cause is unknown. The devices was labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model dl900j vena cava filter allegedly experienced difficult to remove. This information was received from single source. One patient was involved with no reported patient injury. The device was used in a male patient. Age and weight was not provided.